Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that he experienced high blood glucose level due to a bent cannula at site. The site location was his leg and the infusion had been used for the first day. The infusion was last changed on (B)(6) 2019. It was stated that the patient took a bolus, went to bed and woke up sick. Further, on (B)(6) 2019 at 9:00 am, his blood glucose level was over 400 mg/dl and was throwing up, so his son took him to the hospital, where found that he had a lot of acid in the body. Reportedly, at the time of the incident his blood glucose level was 400 mg/dl. During hospitalization, he received insulin, fluids (drug name unknown) and got radiographs done. The patient was admitted for three days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.